Event description:
A talent abdominal stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 16 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, the aneurysm size is unk. Vessels were described as non-tortuous, non-calcified, and non-stenosed. The right iliac is 15 mm in diameter. A talent bifur. (Ref MFR # 2953200-2011-00946) and aneurx contralateral limb were successfully placed. The pt has not been symptomatic, but a recent follow-up MRI (no CT was performed) showed that the aaa sac had enlarged by 1.5 cm; the original and current sac dimensions are unk. An angio was performed but showed no obvious endoleak or cause for the aaa sac enlargement. The talent ipsilateral limb on the right side was 2.5 cm away from the right hypogastric, which was the same placement as at the time of implant. As a preventive measure, it was decided to extend down to the right hypogastric with a 16x85 aneurx limb, which was successful. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (aneurysm enlargement). Results/conclusion: (lack of info, cause of enlargement unk).